Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. A review of the event history log revealed 'air in line' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The upstream sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not stop sensing air in line. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.